Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope. While the patient was in the ER, asystole was recorded with loss of capture seen on electrocardiogram (ECG) strip. The lead had an acute high impedance increase. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.